Event description:
The customer reported that the tubing blew off. No further info was provided. No harm or injury was reported. The customer reported 3 defective devices but did not provide any further info or clinical details for the add'l events. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device eval: no suspect devices were returned for eval. A review of the device history record did not reveal any exception documents. The customer did not specify if this was the initial use of the device. Based off of similar complaints it is suspected that the rotator may separate at the bond between the collar and the housing. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions.